Event description:
It was reported by service report that the fowler will not raise or lay flat electronically. Minimum height is not attainable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Defective fowler gas spring.